Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that a fluid leak was discovered inside the pump door of the liberty select cycler. The patient confirmed that fluid was identified on the external of the cycler set cassette, inside the pump door, and around the pumps. The patient stated that it was "not much fluid" and estimated it was less than a half of a cup. Fresenius was initially contacted when the cycler was in the process of being re-setup with new supplies and the m30 balloon valve leak alarm was encountered during step 5 of setup. The patient was provided with information regarding the alarm criteria for the m30 warning. The patient was advised to disregard use of the cycler for the night and reattempt use on the following day. Additional information was obtained during follow-up with the patient contact. The patient did not experience any adverse events, serious injuries, or require medical intervention. The patient stopped treatment on the cycler for the night and manually drained. The cycler door was left open to dry overnight. The patient is continuing treatment with the cycler without reoccurrence of the reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that a fluid leak was discovered inside the pump door of the liberty select cycler. The patient confirmed that fluid was identified on the external of the cycler set cassette, inside the pump door, and around the pumps. The patient stated that it was "not much fluid" and estimated it was less than a half of a cup. Fresenius was initially contacted when the cycler was in the process of being re-setup with new supplies and the m30 balloon valve leak alarm was encountered during step 5 of setup. The patient was provided with information regarding the alarm criteria for the m30 warning. The patient was advised to disregard use of the cycler for the night and reattempt use on the following day. Additional information was obtained during follow-up with the patient contact. The patient did not experience any adverse events, serious injuries, or require medical intervention. The patient stopped treatment on the cycler for the night and manually drained. The cycler door was left open to dry overnight. The patient is continuing treatment with the cycler without reoccurrence of the reported issue.